Event description:
A report was received that the patient experienced episodes of device and procedure related nausea and occasional vomiting. The patient¿s symptoms had worsened since onset and the patient was unable to eat and keep up oral fluid intake. The patient was prescribed levomepromazine, metoclopramide and discharged from the hospital with ondansetron. One day following discharge the patient still experienced vomiting and the physician prescribed levopromethiazine and the patient had some relief of nausea and vomiting, and the event has resolved.

Manufacturer narrative:
Date of event: 2013; implant date: 2013.

Manufacturer narrative:
Additional information was received that the event was assessed to be not related to the procedure or the device.

Event description:
A report was received that the patient experienced episodes of device and procedure related nausea and occasional vomiting. The patient¿s symptoms had worsened since onset and the patient was unable to eat and keep up oral fluid intake. The patient was prescribed levomepromazine, metoclopramide and discharged from the hospital with ondansetron. One day following discharge the patient still experienced vomiting and the physician prescribed levopromethiazine and the patient had some relief of nausea and vomiting, and the event has resolved.

Event description:
A report was received that the patient experienced episodes of device and procedure related nausea and occasional vomiting. The patient¿s symptoms had worsened since onset and the patient was unable to eat and keep up oral fluid intake. The patient was prescribed levomepromazine, metoclopramide and discharged from the hospital with ondansetron. One day following discharge the patient still experienced vomiting and the physician prescribed levopromethiazine and the patient had some relief of nausea and vomiting, and the event has resolved.

Manufacturer narrative:
Correction to initial MDR in fields: additional information was received that the nausea and vomiting the patient experienced started prior to the implant procedure. The symptoms worsened after the patient was discharged from the hospital after having general anesthetic for the implant procedure.